Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain and spinal pain and occipital neuralgia. It was reported that the hcp said the patient's stimulator wasn't working. They didn't know what the patient meant by "not working" and the patient was advised to call in to assess further. The patient called in and reported that they saw a "software problem" message on their controller. The screen read 1- intellis 2- 3.0 3- 45 4- qte_am. Removing/reinserting the battery pack resolved the issue. The patient also saw a "settings not available" message on their programmer. The patient's pain was starting to occur again and wanted to increase their stimulation which was when they saw the "software problem" message. They decreased stimulation from 3.0 to 2.2 and this didn't resolve the issue. They weren't able to increase stimulation anymore and didn't want to go all the way down to zero for fear that they wouldn't be able to increase. They were advised to follow up with their healthcare provider. The patient also mentioned that once they let the ins battery deplete, their therapy stopped, and they had a return of pain. They charged, turned the therapy on and the issue was resolved. No further complications reported. Additional information was received from the patient. It was reported that patient is still having the same issues as reported previously. Patient said there is a little bit of stim, she thinks the left side is at 3.4 v and the other side is at 0.2 v or 0.4 v she is not able to increase. Patient could not find hcp where she lives so she went to out of state when they came back a week ago from this report. The device has not worked since. Patient has been looking for rep to look at their device. Patient will see health care professional (hcp) (B)(6). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had the same issues. The patient arrived in (B)(6) in the middle of the night on (B)(6) 2018 and by morning the ins was no longer working. The patient noted that they called a representative and reset their programmer and it showed that it couldn't provide the settings. The patient tried going down and back up on all 3 groups and couldn't keep it at 1 at the most and it wouldn't go higher. The patient felt no stimulation and made sure the battery was charged. The patient's left side was especially painful; they were with a local representative who was able to fix it but now it was happening again. They were meeting with a representative at 10 tomorrow morning and the representative mentioned they wanted to have x-rays performed to see if their leads needed to be adjusted. No further complications reported.